Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as it was identified that the stylus was damaged. The cord bay latch and rear cover were broken considered acceptable. All bullets and keyboard hinges were broken, and the card bus socket release pin was loose. The cooling fan was noisy, and the printer button was damaged. The paper tray was nearly empty. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer was returned to service and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.